Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer via company representative, the following information conveyed: the procedure performed were both diagnostic and therapeutic. The subject device was inspected prior to use. Per the reporter, "the ceramic tip can be found in the preparation trolley and the tip will be returned together with the probe for further analysis". No other information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The subject device was returned at olympus hongkong service business center (ohc sbc) . The device is being shipped to the legal manufacturer for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device was used for a procedure (an unspecified), after use, the nurse helped to take it out from the scope and the ceramic tip fell off on the trolley when the nurse was gently cleaning the tip. There was no patient involvement on this reported event. No harm was reported, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d9, h3, h6 and h10. The e1 "telephone number" and e3 fields were corrected based on information available at the time of the initial submission. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The tip ceramic tip of the device was noted to be off the device and was returned with. The distal tip was indeed broken off, the ceramic tip broke off in one single piece, there appeared to be no damage to the sheathing. The rest of the device appeared to have no damage or issues. When looking down the distal tip, it appeared to have some sort of black biomaterial or burnt adhesive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the use of excessive force by the customer during cleaning caused the ceramic tip to break off. Olympus will continue to monitor field performance for this device.